Event description:
It was reported that this right ventricular (rv) lead was surgically explanted due to dislodgement. This rv lead was replaced with the same model. No additional adverse patient effects were reported.